Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke during a total hip arthroplasty procedure. It was also reported that the procedure was completed successfully with another blade. It was further reported that there was a 5 minute delay and no adverse consequences as a result of this event

Manufacturer narrative:
The quality investigation is complete. Blade not returned to manufacturer.

Event description:
It was reported that the blade broke during a total hip arthroplasty procedure. It was also reported that the procedure was completed successfully with another blade. It was further reported that there was a 5 minute delay and no adverse consequences as a result of this event.